Manufacturer narrative:
Section a4: unknown, information requested and was not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported debris on their patient interface with patient contact. The procedure was completed successfully with a different patient interface. No patient injury reported.

Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Manufacturing record review: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.